Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found the reported phenomenon. As a result of the evaluation, the following was confirmed. -the camera cable was buckled. -the ccd unit had failure. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. The root cause of the reported phenomenon could not be identified. However based on the report of sorc, omsc presumed that the reported phenomenon may have occurred due to the ccd unit failure of the subject device. The cause of the ccd unit failure could not be presumed. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.